Manufacturer narrative:
(B) (4)there is a CAPA investigation associated with this complaint. (B) (4).the pump was received and evaluated by baxter. During service at baxter, it was discovered that the stop key on the pumphead module kepad was inoperable. The pumphead module keypad was replaced.

Event description:
During service by baxter on (B) (6) 2009, a colleague infusion pump was found to contain a malfunction of an inoperable stop key on the pumphead module keypad. This event occurred during product evaluation. This device utilized user interface module master software (B) (4) categorized as remediated. There is no additional information available.